Event description:
Subsequent to filing the initial medwatch, additional information was received confirming that the proximal shaft separated outside the patient anatomy.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible in the guide wire lumen and contrast in the inflation lumen, consistent with preparation and the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The hypotube was separated 20 cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval shaped as if kinked prior to separation. The hypotube jacket was separated at the same location. The jacket material at the hypotube separation was stretched and jagged. There multiple kinks through out the entire length of the shaft and hypotube. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. In this case, the patient anatomy was heavily calcified which likely contributed to the reported difficulties. It is likely that the sds met resistance during advancement and the hypotube kinked as there was no damage noted to the sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Further manipulation of the hypotube at the kink location would have contributed to the hypotube ultimately separating. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for hypotube separations for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that during a procedure to treat a lesion in the circumflex artery with heavy calcification. Pre-dilatation was performed and the 3.5 x 23 mm xience v stent delivery system was advanced; however, the device could not advance to the lesion, and a shaft separation occurred. Another stent was used to treat the target lesion and complete the procedure. There were no patient effects. No additional information was provided.